Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate consistently. When it would inflate, it would suddenly deflate. The physician attempted multiple troubleshooting techniques and determined there was a mechanical issue with the pump as the pump bulb would occasionally stay flat. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were visually inspected, and leak tested. Both cylinders had wear at a fold in the proximal end of the cylinder and passed the leakage test. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The ms pump passed visual inspection and there were no visual damages or abnormalities found. The ms pump passed leak test and did not pass the activation tests. The allegations were able to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate consistently. When it would inflate, it would suddenly deflate. The physician attempted multiple troubleshooting techniques and determined there was a mechanical issue with the pump as the pump bulb would occasionally stay flat. The ipp was removed and replaced. No patient complications were reported.